Event description:
Customer reported a delivery issue involving a replacement adc blood glucose meter. Customer further reported that on (B)(6) 2014 she was feeling "sick" but could not test due to not having received her new meter. Customer was unable to report any particular symptoms, but noted she had been unwell since (B)(6) 2014. Customer self-presented to her healthcare provider and noted her blood was "tested" (no results provided), she was diagnosed with hyperglycemia and sent to the hospital. No further information was provided other than a comment indicating she was hospitalized. Multiple, unsuccessful, attempts to gather additional information have been made. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Date received by manufacturer was missing from the MDR 30 day correction report. The correct date received for the correction report is april 17, 2014.

Manufacturer narrative:
This report is being sent as a final report. The complaint involves a delivery issue; hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The serial number on the original MDR was entered in error. (B)(4).